Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported suture malposition and knot advancement issue could not be determined. Factors that may contribute to suture malposition include, but are not limited to interaction with the patient anatomy or friable femoral vessel. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venous closure of the left common femoral vein using the pre-close technique prior to a pulsed-field ablation procedure. Reportedly, a prostyle was deployed with the knot above the skin. An attempt was made to pull the blue rail suture and move the knot under the skin without success. Another prostyle device preplaced a second suture successfully. The sheath was 16f, the ablation procedure was completed, and guide wire access was lost when the sheath was removed. The first prostyle knot was attempted to be pushed down with the knot pusher without success. The suture was cut. The knot of the second prostyle was advanced to the vessel wall successfully; however, bleeding continued with the one prostyle knot in the large-hole access site. Manual compression was added to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.